Event description:
The doctor reported that this abutment screw had fractured.

Manufacturer narrative:
Upon review of x-rays the complaint is confirmed. The product was reported to be discarded and no lot or order number provided. A review of the product history gave no evidence to suggest a manufacturing or material deviation would contribute to the reported event. No definitive root cause can be determined.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.